Event description:
It was reported that irregular flow and possible leakage on patient occurred. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that irregular flow and possible leakage on patient occurred. The ventilator was investigated by our field service engineer on site and the expiratory casette was determined defective and replaced which solved the issue. The issue can be confirmed in the provided log files. The replaced expiratory cassette was returned for technical investigation and the issue could be reproduced. The cause to the reported failure is a defective expiratory cassette, however the true root cause has not been established in this investigation.